Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 120 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored by customer in the living room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is month of (B)(6) 2015. The meter memory reviewed for test results: (B)(6). Adverse event not reported.